Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported various display issues; the network display is no longer displayed, the led light is not illuminating anymore, and it no longer indicates that the device charges. There was no reported patient involvement.